Manufacturer narrative:
Other applicable components are: product ID: 977a275, lot# va0xv11039, implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, lot# va0xv11038, implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported poor communication on the patient programmer. It was reported that they have a rechargeable device and they were not able to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was at least a month ago. The last successful charge session was reported to be at least a month ago. It was reported that the reason for not charging was that the stimulation was not hitting the pain location. The patient reported that their device was implanted on their lower back when it should have been more towards the middle. The patient reported that they would have a revision surgery on (B)(6) 2016 to have the device placed higher. There was a report of an overdischarge. The patient tried to charge but could not make contact. The patient went to (B)(6) but didn't take their charger as they were not using the stimulator. It was thought that they need to get the cervical leads repositioned as the stimulation was not in the correct place. It was reported that the issue was captured with the antenna locate (al) feature, they charged to 25% in the office, and cleared the power on reset (por). The patient was instructed to charge full and keep charged. It was reported that the issue resolved at the time of the report. Relevant medical history includes cervical radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.